Event description:
Complainant alleged that the clinicians were attempting to defibrillate a pt (age and gender unk) who was in a cardiac arrest condition, but although the device charged, the clinicians heard a popping sound, and the unit would not discharge the energy. Subsequent attempts to charge the device, were unsuccessful. The clinicians then obtained another device and continued pt defibrillation. The pt subsequently expired, but the pt outcome was not as a result of the reported malfunction, as the pt outcome was expected.